Event description:
Psychiatric electroshock with adverse reactions including: severe headaches, severe short and long term memory loss, depression, loss of ability to work, learning disabilities, muscle tremors, and insomnia.